Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced unspecified complications. All other information is currently unknown. Should additional relevant details become available, a supplemental report will be submitted.